Event description:
Pt started on cardizem drip after 2 separate 15mg boluses. Drip started at 15mg/hr at 0130. Pt complained of "flushing" feeling at 0132. Blood pressure 108/58. Pulse oximetry 96% room air. Telemetry showed 5.1 second pause. When reassessing pt the door to the pump was noted to be slightly open. The pt actually rec'd a cardizem bolus of 1 20 mg. The pt awake, alert and oriented during the entire incident and blooo pressure was stable with systolic blood pressure >100. Entire incident lasted approx 30 seconds with the pt stating a relief of the flushed feeling. Physician notified. No harm to pt. User error.